Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent in the gusset region. The optic was torn or split from the optic edge, through the central optic zone, to the outer peripheral area with a cut-like appearance and torn or split in the haptic insertion area (edge view) of the damaged haptic. An optical inspection could not be conducted due to lens damage. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received.